Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was added to blocks b5 and h6 device codes.

Event description:
It was reported that the generator was broken and the procedure had to be cancelled. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farastar ablation generator was selected for use. The transseptal puncture was performed and the packaging for the catheter was opened when it was found that the generator was broken. The procedure had to be cancelled due to the generator issue. No patient complications were reported. It is unknown if the generator or any component from it will be returned for analysis. It was further reported that the generator was unable to deliver ablation energy, and this was the reason the procedure was cancelled. There was no known physical damage to the generator. The device is not expected to be returned for analysis, as it is being repaired. This report is being submitted due to the cancelled procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the follow-up 1 MDR in blocks b5 describe event or problem and h6 device codes.

Event description:
It was reported that the generator was broken and the procedure had to be cancelled. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farastar ablation generator was selected for use. The transseptal puncture was performed and the packaging for the catheter was opened when it was found that the generator was broken. The procedure had to be cancelled due to the generator issue. No patient complications were reported. It is unknown if the generator or any component from it will be returned for analysis. It was further reported that the generator was unable to deliver ablation energy, and this was the reason the procedure was cancelled. There was no known physical damage to the generator. The device is not expected to be returned for analysis, as it is being repaired. It was further reported that the system displayed error 301 pre-pulse failure, which was the reason that the generator failed to ablate. This report is being submitted due to the cancelled procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the generator was broken and the procedure had to be cancelled. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a farastar ablation generator was selected for use. The transseptal puncture was performed and the packaging for the catheter was opened when it was found that the generator was broken. The procedure had to be cancelled due to the generator issue. No patient complications were reported. It is unknown if the generator or any component from it will be returned for analysis. This report is being submitted due to the cancelled procedure.